Event description:
It was reported that o2 concentration was lower than about 10% than preset. Preset 40% ---> 30%, preset 30% -- > 23%, preset 100%--- > 100% . Tidal almost 0 ml. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it failed the pre-use check in the subtests ¿internal leakage test¿ with the message ¿system volume too large¿, "o2-cell/sensor test" and "flow transducer test". The test log from the pre-use check shows that the oxygen gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. It could also be confirmed that if the oxygen concentration is set to 100%, there will be stop of ventilation and alarms will be generated. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
(B)(4).